Event description:
It was reported the patient was implanted in 2006. As of (B)(6) 2017, the patient experienced head and neck pain. Two days later, the patient¿s condition improved and they no longer had discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device had ¿malfunctioned,¿ although the cause of the event was unknown.